Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the physician was not able to perform manual capacitor maintenance. The device was explanted and replaced.

Manufacturer narrative:
Upon analysis, the field experience of extended charge time was verified in the laboratory. The device¿s high voltage capacitors were sent to its manufacturer for further analysis. Internal arc damage (insulating paper anomaly) in a capacitor was found. The extended charge time was caused by an anomalous hv capacitor.